Manufacturer narrative:
The manufacturing records were reviewed and no issues were found.

Event description:
It was reported to nevro that the patient had a suspected reaction to the device. The patient was receiving effective pain relief while using the device, but ultimately the device was removed. There have been no reports of further complications regarding this event.